Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a260, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not been receiving pain relief after implant and had been reprogrammed a few times. An x-ray was taken and it was determined that the patient's leads migrated. The leads were removed and replaced and the ins was upgraded because the patient complained of long recharge times. The issue had been resolved. No further complications reported.